Manufacturer narrative:
Please refer to the attached report -the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. Normal tightening marks were seen on the ventricular setscrew tip. Those tightening marks are most likely related to the first lead connection during the 2 first interventions. The ventricular setscrew was found completely unscrewed. The associated glue bead which is present to avoid losing the setscrew was found cracked. This complete unscrewing has most probably led to the impossibly to screw again the setscrew. Indeed, once the setscrew is completed unscrewed, it is difficult to screw again. This observation can explain the issue reported in this complaint at the ventricular level. -based on the available data, no issue is suspected on the subject pacemaker. -the complaint is recorded for trending purposes.

Event description:
Reportedly, following a lead dislodgement, a reintervention occurred on 24 april 2024. A second lead dislodgement occurred; a second intervention occurred on 29 april 2024. During this second reintervention, the lead connection to the device pacemaker, the screw didn't screwed. The device pacemaker was explanted on (B)(6) 2024.

Event description:
Reportedly, following a lead dislodgement, a reintervention occurred on (B)(6) 2024. A second lead dislodgement occurred, a second intervention occurred on (B)(6) 2024. During this second reintervention, the lead connection to the device pacemaker, the screw didn't screwed. The device pacemaker was explanted on (B)(6) 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.